Manufacturer narrative:
Device evaluation: the cold pixel phenomenon occurred during the case.

Event description:
It was reported that during an ablation procedure, the user noticed blue pixels near the probe in a bowtie shape during treatment at 128% firing power. It was noted that the foot pedal was released and the cold pixels dissipated within 2-3 8 second acquisitions. There were no patient complications reported in relation to this event.

Manufacturer narrative:
Corrected data: event problem and eval codes.